Event description:
The customer was hospitalized for dka. In addition, it was reported that the pump had a blank display and then full segment display. Troubleshooting was performed. The programming and histories on the pump were accurate. The lead screw test was completed and passed. Explained to the customer the two high bg rule. Suggested the customer to call the doctor to discuss possible causes of low bg.